Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar, gastro-intestinal ulcer, and intestinal tube buried transpylorically in the posterior upper part of the bulb (perforation) are known complications of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in greece underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). The patient reported that during a nursing visit that the peg tube was pulling inwards for a few days and had stomach pain for a few months ((B)(6) 2024). The patient underwent a lower abdominal ultrasound which was normal. Additional information received on (B)(6) 2024 from a nurse who reported that the patient underwent a gastroscopy at the hospital which revealed the intestinal tube was buried transpylorically in the posterior upper part of the bulb and an ulcer at the same point. During the removal of the intestinal tube, a 5cm bezoar was also found. The intestinal tube was temporarily placed in which the end of tube was left in the stomach so that it will not touch the ulcer. The patient received ppis (proton pump inhibitors) for 1 month and the placement of a new intestinal tube will be rescheduled.